Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the tortuous and moderately calcified in the mid left anterior descending artery. A 3.00mmx12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but resistance was encountered in the proximal are of the vessel and was unable to advance further. The device was removed. However, as the stent came out in the tortuous mid area into the more proximal straight area of the vessel, the stent dislodged off. Another balloon catheter was advanced and deployed the dislodged stent in unintended location. The physician did more modification to the vessel and was able to finish the procedure successfully. No patient complications were reported and the patient was doing fine and stable after leaving the room.